Event description:
Philips received a complaint on the patient information center ix indicating that sound wasn't coming out of the speaker. The device was in clinical use at time of event. No adverse event was reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer biomed and confirmed the reported issue. The biomed had already replaced the speaker and found the sound was not coming from the speaker. The rse guided the biomed to the system configuration and the biomed set the default sound from the display to the speaker. This resolved the issue.